Event description:
Additional information received reported that the patient did have the explant of the entire system on (B)(6) 2015. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was scheduled for an explant on (B)(6) 2015. The patient had a good trial and waited 6 months before getting implanted. With the implant, the patient had not gotten the same relief as during the trial. They did not know for sure about the cause but there was speculation that it could be due to scar tissue that might have developed during the 6 month period between the trial and the implant.

Event description:
The patient had a simple revision to pull the leads down on (B)(6). The company representative saw the patient on (B)(6) 2015 and the patient still was not getting good therapy with stimulation. Programming was performed and the patient was going to try different options. The patient was thinking about another revision or explant. The company representative was going to follow up with the patient in another week to see what the patient wants done. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.